Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. The customer's blood glucose had been 152 mg/dl and the sensor read under 40 mg/dl. At the time of this report, customer's blood glucose was 74 mg/dl and then 156 mg/dl while the sensor gave a reading under 40 mg/dl. Troubleshooting was declined.